Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. It should be noted that the perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the left common femoral vein (lcfv) was attempted with a proglide device using the pre-close technique via a 10f sheath prior to a cryoablation interventional procedure. Successful flushing of the marker lumen with saline was performed 10 minutes prior to use. No femoral imaging was performed. Reportedly, no bleed back was observed from the marker lumen. The proglide device was removed and was successfully re-flushed outside the patient anatomy. The device was reinserted into the anatomy but again no bleed back was observed from the marker lumen. The suture of a new proglide device was successfully pre-placed. The sheath remained a 10f and the cryoablation procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. A proglide device was successfully pre-placed in a superior 7f access site in the lcfv and achieved hemostasis. Another proglide device was successfully pre-placed in a 14f access site in the right common femoral vein and achieved hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.